Event description:
It was reported that the pulse generator exhibited alerts for greater than 3000 ohms lead impedance on both atrial and ventricular channels upon initial interrogation. Both leads were found to have normal impedance values.